Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the device was unable to cross the target lesion. The target lesion was located in a tortuous right coronary artery (rca). There was 70% stenosis of the distal rca and 80% stenosis of the proximal rca. Following predilatation with a 3.0x15mm quantum balloon, the 3.5x12mm omega¿ stent was introduced to treat the distal rca and was unable to cross the lesion. The procedure was completed with another of the same device to treat the proximal rca. No patient complications were reported and the patient's status is stable. However, device analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age of patient at time of event: 18 years or older. Device evaluated by MFR: inspection of the returned device revealed the balloon was tightly folded with the stent secure on the balloon between the markerbands. The proximal end of the stent was bunched with bent, overlapping and flared struts. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the stent damage or reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).